Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a patient with diabetes experienced two instances of line block alarms during therapy, where in the second event only the infusion site was changed with no visible issues noted in the tubing or site. The patient¿s glucose level was reported as 283 mg/dl, and correction was performed using a manual insulin injection followed by a bolus via the pump after site replacement. There was patient involvement with no harm. This report captures the second of the two instances.